Event description:
It was reported that during an exploratory procedure, surgeon discovered velocity port on the swedish adjustable gastric band had flipped and was not securely attached to the fascia. Tried to disengage the hooks to reposition, but was unable to and felt that the locking mechanism was broken. Replaced with new a new port. No patient consequence reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The injection port with the locking connector and 9.5 mm of catheter was returned for evaluation. Upon visual inspection, it was observed that the actuator ring from the injection port was in unlocked position, hooks were retracted. The locking connector was in the locked position. Upon microscopic evaluation, it was observed that the septum was punctured 5 times. A functional test was performed on the injection port with an unsuccessful result. Hooks can be only partially deployed, one (1) hook remained partially deployed and it was not possible to retract the hook. The injection port was disassembled. Staples were present and correctly localized. During the disassembling, it was noted that one staple was broken. (Note that all parts from the broken staple were found.) This would prevent the retraction of the hook. Biological debris was found inside of the actuator ring. Product's analysis cannot confirm the event port flip. Product analysis confirmed port hook retraction. Regarding to the inability to retract the hooks, it was observed during the disassembling of the port, that one staple was no longer linked between the actuator ring and hooks. A possible root cause of this event is that excessive force was used during the removal of the injection port. The excessive force may have been used as a result of the presence of biological debris, which may impede ability to rotate the actuator ring and retract the fastening hooks. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.